Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for greater than 53 colony forming units (cfus) of enterobacter aerogenes on (B)(6) 2024; 9 cfus of enterobacter cloacae complex on (B)(6) 2024; and, greater than 54 cfus of total flore on (B)(6) 2024. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lms) review of the customers cleaning disinfection and sterilization (cds) processes, results of third party testing, the device evaluation, and the lms final investigation results. The lm reviewed the customer provided cds processes and there were no obvious deviations from the instructions for use (IFU) that were identified. Olympus provided the following results of the culture test, performed at a third party lab: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1cfu/endoscope. Bacterial identification: coagulase negative staphylococci. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause could not be identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested, after reprocessing in accordance with the IFU before repair, the results conformed to the result's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.